Manufacturer narrative:
Product ID: 3487a, lot# l42151, implanted: (B)(6) 1997, product type: lead. Product ID: 3487a, lot# l42151, implanted: (B)(6) 1997, product type: lead. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 1997, product type: transmitter. Product ID: 3210,serial# (B)(4), implanted: (B)(6) 1997, product type: transmitter. (B)(4).

Event description:
It was reported that the patient was told her second implant would last a lifetime. The patient had met with a manufacturer representative (rep) who informed her that it was possible the lead could sometimes last a lifetime but the implantable neurostimulator (ins) would need to be replaced since it was a battery and would only last 6-10 years. It was noted that sometimes she would replace the 9 volt batteries in the transmitter and there was ¿still life in the thing¿ that would then go off in 5-10 seconds. The patient was in pain. The implant stopped working. At the time that the patient had met with the rep, the ins depletion was stated to have been likely due to normal battery depletion. The patient did not have a managing doctor for the device. Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received.